Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During a neurovascular procedure, the enterprise stent struts opened but before deflation, it got stuck, and the physician had to change all the devices, together with the stent. During positioning, the microcatheter was first placed distal to the aneurysm neck, but the stent did not pass through the y connector. The microcatheter distal tip was not re-shaped. The target site was distal aci with an aneurysm that measure 15mm in diameter, neck 6mm, neck to sac ratio of 0.4, and fusiform. A balloon remodeling device was not utilized during the procedure. This was the first time the aneurysm was treated. The medical history consisted of headaches and visual disturbances. Medication given consisted of asa 75mg per day and plavix 75mg per day. The act was 2-3times above baseline. The discharged medications consisted of asa and plavix, and the gks was 15. Both, the enterprise and microcatheter will be returned for analysis. Other than the reported event, no other damages were noticed on the devices (unraveled distal tip, kink, bend, fracture, separated, stent (kink, bend, struts uplifted, etc), delivery system, or microcatheter. Additional information will be submitted within 30 days of receipt.

Event description:
During a neurovascular procedure, the enterprise stent struts opened but before deflation, it got stuck, and the physician had to change all the devices, together with the stent.

Manufacturer narrative:
Please note that based on additional information, the event does not meet the reporting criteria; therefore, no further reports will be submitted for this event.